Event description:
Healthcare professional reported through pt registration that the valve was explanted approx 52 months post implant due to perivalvular leak. The valve was not returned for analysis.